Event description:
It was reported that infusion set tubing was leaking at the site and confirmed connector clicked into cannula housing/site when connecting the tubing to the site and it has been in use for less than forty-eight hours on (B)(6) 2026.

Manufacturer narrative:
Initial 2 of 6. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.